Event description:
Patient was in the sling of a med care lift when the main top bolt came out of its place and the patient fell about 3 feet to the floor. In checking why the bolt came out we found that the bolt did not appear to have a cotter key in it like the other lifts that we have. The bolt did not appear to have a hole in it for a cotter key. The manufacturer was notified and we were told to take the unit out of commission which we did. Replacement parts will be shipped.